Event description:
The consumer states when she lifted the handle to shut the closet door, the chair allegedly took off, resulting in the consumer's arm being between the chair and closet. The consumer allegedly sustained 10 lacerations.

Manufacturer narrative:
The consumer went to close a closet door and alleges the chair moved, resulting in the consumer's arm being caught between the chair and the closet. The user reportedly went to the hospital received a spray treatment and wrap to their arm. The distributor reports, they spoke with the user's family and that the family is unable to confirm the chair drove on its own. The dealer had driven the chair and was unable to replicate the event. Nature of the complaint suggests user inadvertently engaged the joystick and they reached to close the door.